Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with syringe of juvéderm® volbella¿ with lidocaine into the lips. About a month later, patient was injected with a syringe of juvéderm® voluma¿ with lidocaine and a syringe of juvéderm® volift¿ with lidocaine on the medial malar. Another month later, patient was injected with a syringe of juvéderm® volbella¿ with lidocaine in the lips. About three months later, patient was injected with a syringe of juvéderm® volift¿ with lidocaine into the malar region. Around the time of the most recent volift¿ injection, patient was experiencing non-device related "intense rhinitis crisis due to the dry climate, smoke and dust." Patient also had persistent intermittent late edema in the lips start around this time. It was painless and without signs of phlogosis. Patient was prescribed predsin 40 mg/day and alektos for 5 days. There was an improvement of about 80% for the edema, and the rhinitis also improved so medicine was discontinued for a day. Then 24 hours later, the edema returned with the same intensity and appeared in the malar areas. Predsin 40mg was continued and patient was also prescribed clavulin bd. Four days after starting this course of medication, patient reported they only had edema on the lower right lip. Patient was advised to take the 40mg dose of predsin for day 5 and then reduce to 20mg. Healthcare professional was able to see tha patient 12 days after symptom onset and 250iu of hyaluronidase were injected into the lips and 250iu into each cheek. After this, the patient only had a palpable lump in the left lip area. The patient developed asymmetric lip edema on the left, with a nearby mucolecal lesion, and continued to have a palpable nodule in the region. A few days later, patient also began to experience edema in the eyelid region. An ultrasound was conducted about three weeks after adverse event onset with results noting presence of material that may represent small amounts of hyaluronic acid in the mentioned regions, without signs of panniculitis (ptip) or nodules. An additional 250iu of hyaluronidase was injected in the upper and lower lips of the left side, where the nodule was palpated. 500iu of hyalruonidase were also injected into each medial cheek and infra-orbital. The patient left the office without a palpable lump. However, when questioned the next day, patient said they still had swelling of the lip area and the palpable lump. Four days after the first ultrasound, another was conducted noting presence of filler with material that may represent hyaluronic acid in the mentioned regions, in smaller quantities compared to the previous us exam. Hyaluronic acid was not observed in the lips or infraorbital regions. A late inflammatory nodule appeared in the lower right eyelid region with flow to the doppler (angry red bump). Patient was restarted on 40mg predsin and clarithromycin. Healthcare professional later injected more hyaluronidase and is keeping the patient on carithromycin combined with ciprofloxacin as the edema still persists. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-58489), (B)(6) (emdr-58490), (B)(6) (emdr-57574), and (B)(6) (emdr-57571). This emdr is being submitted for the suspect product, second juvéderm® volbella¿ with lidocaine.